Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited an error message that calibration was required. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device was displaying a calibration required error message. Multiple good faith efforts were made to obtain additional information related to this complaint evaluation, but no further information is available. The device disposition remains unknown, as there was no response to attempts to gather information. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the findings of the current investigation. No further investigation into this event is possible at this time. If additional information becomes available indicating that further evaluation is warranted, this record will be reopened for reassessment.